Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump alarmed. The blood glucose reading was 165mg/dl. The customer also mentioned that the device was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.